Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This is an initial final medwatch. Investigation is complete. The initial inspection showed that the motor ran slow, had was damaged and the bearings were rough. The calibration was in specification and the control bar was in the correct position. Aged repair approval- the head, motor, bearings and swivel were replaced on the device. The device was tested and calibrated to specification. While this device was brought in for preventative maintenance, it was noted that it required repair for additional defective components. It is unknown with the information that was provided what led to the defectiveness of the replaced components. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Based on the information provided, this investigation determined that there is no need for further action at this time. This complaint will be tracked and trended for any adverse trends that may require additional actions.

Event description:
It was reported that the device was sent for preventive maintenance but found it needed repair. During investigation, it was discovered that the motor ran slow. No adverse events were reported as a result of this malfunction.